Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (20s mg/dl). The cause for the low bg was unknown. Customer required assistance addressing low bg with carbohydrates, fluids, and disconnecting from the pump. Tandem technical support reviewed pump data, and found a 10 unit bolus was delivered prior to low bg occurring. Ultimately, customer's bg rose to 119 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.